Event description:
It was reported that during a surgical procedure on an elbow, the tip of the bur broke and stuck in the bone. It was also reported that there was no adverse consequences and there were no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was not returned for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. If the bur is returned, an eval will be performed and a f/u MDR will be submitted.